Event description:
It was reported that during a procedure to implant a stent graft, site unknown, the delivery system was prepared according to the IFU and proper deployment techniques were used, but the stent graft failed to deploy. The catheter would not pull back past the distal markers of the stent, even with extraordinary force being used, the stent graft failed to deploy. The anatomy was reported as tortuous. A 0.035 guide wire was used for the procedure. There was no reported injury to the patient.

Manufacturer narrative:
As no specific lot number was available, no device history record review could be performed. Only the torn off part of the outer sheath of the sample was returned for the evaluation. The stent graft was in the system and in place. The complaint is confirmed. The evaluation of the sample revealed that the outer sheath of the catheter was elongated and torn off. The condition of sample leads to the conclusion that the system was exposed to high friction forces during advancement in the vessel, finally resulting in the described deployment difficulties and the fracture of the outer sheath. However, based on the evaluation of the sample and the information provided, the exact root cause for the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.